Event description:
Urinalysis was completed an sperm was found in the urine on analysis. It was later believed that a previous specimen had sperm that had carryovered to the next two specimens. Upon conferring with the manufacturer, it was determined that the machine has had in issue with sperm carryover.